Event description:
It was reported that the customer experienced discrepancies between his sensor glucose readings and blood glucose values. At the time of the event being reported, the customer's blood glucose level was at 193 mg/dl. The customer specifically cited a 200 mg/dl difference. The customer further stated that she went to a doctor's visit on may 27, 2014 when her sensor reading showed her glucose level as 93 mg/dl while her actual blood glucose level was 32 mg/dl. It was also noted that the customer received calibration errors and change sensor alarms. Troubleshooting was performed. It was found that the calibration errors occurred after initialization. Two consecutive calibration errors led to a bad sensor alert. Weak signal and lost sensor alerts were also mentioned as having been experienced by the customer, but the customer stated the sensor and insulin pump usually re-establish connection on their own. Nothing further was reported.

Manufacturer narrative:
.